Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited under-sensing and over-sensing. Programming interventions were made. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.